Event description:
Kiwi vacuum used at delivery for prolonged decrease in fht's per physician. At delivery unable to release the suction of the vacuum from baby's head. Head & body were completely out and cord clamped before suction finally released. Two rn's tried to release suction each twice w/no success. Physician finally removed prior to handing baby off - infant scalp appeared swollen at suction site.